Event description:
I begun to get lower right shoulder pain, also could not breathe and doctors could not pinpoint what was causing this pain. Finally my doctor ordered a x-ray of my right shoulder, which showed the fractured wire, medtronic was called in to see what was also causing the pain, when I told the rep the report of the x-ray, she packed her equipment up and the visit was ended without offering me any reason what was going on. I do not have the model number, think the hospital returned the unit to medtronic's.